Event description:
It was reported that the following as cracked: ar-611-6. Ar-611-sm05. Ar-611-sm10.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device is not cracked. The impactor head is however damaged/dented and deformed. The anvil is worn due to impaction. The most likely cause for the reported failure is user error for applying excessive force during use.